Manufacturer narrative:
An event of paravalvular leak during the procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was sufficient calcium to allow seating. Annular calcium distribution was noted on the three leaflets. Calcium was distributed on the non-coronary cusp (ncc) and the left coronary cusp (lcc) from the commissure level. The starting implant depth at 80% deployment was measured at 5mm for the ncc and 7mm for the (lcc). The final implant depth was 5mm for ncc (deeper then the optimal 3mm) and 6mm for the lcc. A mild-moderate to moderate perivalvular leak was detected. Based on all available information, the root cause of the reported paravalvular leak could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. All devices were prepared per IFU. The annulus was measured with the perimeter as 73.3mm and the area was 410.5mm^2. The patient had a horizontal aorta. The left common iliac artery (cia) was chosen as the access site with a curve noted. A 14f non-abbott introducer sheath was unable to pass through the cia. The sheath was removed and replaced with a non-abbott guidewire. A percutaneous transluminal angioplasty (pta) was performed with 7f balloons. The guidewire was unable to pass through. A computed tomography (CT) scan showed stenosis in the cia. A pre-balloon aortic valvuloplasty (bav) was performed with a replacement 25mm non-abbott balloon. The small flexnav delivery system was inserted but could not be advanced in the patient anatomy. The delivery system was removed and it was noted that the capsule was bent. The delivery system was replaced with a new small flexnav delivery system. A pta was performed and the delivery system was able to advance with some difficulty. It was noted that there was sufficient calcium to allow seating. Annular calcium distribution was noted on the three leaflets. Calcium was distributed on the non-coronary cusp (ncc) and the left coronary cusp (lcc) from the commissure level. The starting implant depth at 80% deployment was measured at 5mm for the ncc and 7mm for the (lcc). The device was released after 3 minutes. Final implant depth was 5mm for ncc and 6mm for the lcc. A mild-moderate to moderate perivalvular leak was detected. No intervention was required to treat the pvl. Upon removal of the delivery system it was noted that part of the capsule was twisted. The patient status was stable.